Event description:
It was reported that embolization and death occurred. At an unknown date, a left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Approximately in (B)(6) of 2021, it was reported the patient's closure device embolized out of the laa and the patient died. There were no further details or interventions reported.

Manufacturer narrative:
B3: approximated date provided by initial reporter used as the event date.